Event description:
It has been reported that upon delivery, the hand pendants may not have been cleaned prior to delivery. No adverse consequences were reported.

Manufacturer narrative:
Result: hand pendant, hand pendant was cleaned.